Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's wake button appears to be sticking down. Reportedly, the wake button is still functioning. In addition, tandem technical support guided the customer through inputting settings into the pump. It was reported that when the customer went to deliver a bolus the pump calculated too much insulin. During troubleshooting with tandem technical support, it was determined that the customer accidentally input a correction factor of 1 to 3 instead of 1 to 30, and input the wrong duration time. Customer edited the settings and stated blood glucose levels were not impacted.